Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. (B)(6) was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the outcome was not considered device related and the death was due to bleeding complications from the pump exchange. The newly implanted pump was functioning as intended. The lvad was left off from(B)(6) 2024 to the pump exchange on (B)(6) 2025.

Event description:
It was reported that the patient experienced a controller fault alarm. They reported the green light was on at that time and they felt fine. Upon arrival to the emergency departments (ed), the green light was off and the patient was beginning to have symptoms of heart failure. The registered nurse (rn) stated that the controller would not connect to the heartmate touch monitor, there was no green light and the display showed "controller fault". It was estimated that the pump could have been off for possibly 1 hour. Heparin was suggested for the patient as they were not anticoagulated therapeutically. A pump exchange was considered. The patient was transferred to intensive care unit (ICU) and placed on impella 5.5 due to worsening renal function. They were awaiting a possible pump exchange. The alarm was described as a controller fault that progressed to the green light being off and the pump being off. This was verified by auscultation of the patient's chest. No vad sounds were heard. The controller and modular cable were exchanged. Log files were unavailable as the controller was unable to be connected to system monitor or heartmate touch. The patient underwent a heartmate 3 exchange on (B)(6)2024. The patient survived the operating room but passes away 4 hours postoperatively on (B)(6)2025 in the intensive care unit (ICU).

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.